Event description:
The report stated that during a gastrectomy, the ligasure atlas handpiece did not seal, even on the first firing. The customer used another ligasure handpiece for the surgery. There was no pt injury.

Manufacturer narrative:
Date of initial report: february 1, 2008. The return of the incident sample has been requested. To date, it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. The site has reported that the requested info is unavailable. If the sample is rec'd, a f/u report will be submitted.